Event description:
It was reported through the litigation process that a vena cava filter was placed for recurrent deep vein thrombosis and pulmonary embolism while on anticoagulation. Approximately one day post filter deployment, the patient developed a massive hematoma of the right thigh requiring nine units of blood transfusion. The hematoma did not worsen and the patient became stable after the transfusions.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. After post filter deployment, computed tomography (CT) was performed and compared with previous study. There was prominent filter tilt toward the right with the tip of the filter abutting the anterolateral inferior vena cava wall on the right. There was 23 degrees of tilt toward the right, on the sagittal images it could also be seen at the filter tilted anteriorly about 9- degrees. The tip of the filter was located 6.4 cm inferior to the inferior wall of the right renal vein and 9.5 cm inferior to the inferior wall of the left renal vein. The tip of the filter was in the lower portion of the inferior vena cava. Some of the struts projected into the right greater than left iliac veins. Filter strut perforation was shown. At the 11:00 to 12:00 position there was a strut which was separated from the right common iliac vein wall by about 8 mm and was located along the wall of the right common iliac artery. There was another strut which was perforated at the 12:00 position and located about 9 mm from the right common iliac vein wall and was also along the anterior wall of the right common iliac artery and might be embedded within the wall. There was a strut seen at the 8:00 position separated from the right common iliac vein wall by about 1 mm. On the left there was a strut that was perforated beyond the left common iliac vein wall by about 3 mm and slightly abutted the left common iliac artery wall. Another strut was shown at the 4:00 position and separated from the left common iliac vein wall by 4 mm and appeared to be embedded into the left common iliac artery wall. A strut was seen to be perforated at the 6:00 position and appeared to extend into the cortex of the l5 vertebra where a mixed sclerotic and lytic reactive focus was shown. This was separated from the inferior most portion of the inferior vena cava wall by about 4 mm. There was another strut seen at the 7:00 position separated from the right common iliac vein wall by no more than a millimeter and this abuts the cortex of l5 on the right but did not violate the cortex. There was no filter strut fracture, there was some bending of inferior vena cava filter struts. Therefore, the investigation is confirmed for alleged perforation of the inferior vena cava (ivc) and material deformation. However, the investigation is unconfirmed for filter tilt as medical record states that " there was 23 degrees of tilt toward the right, on the sagittal images it could also be seen at the filter tilted anteriorly about 9- degrees". Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Medical record review: a hospitalized morbidly obese patient with recurrent deep vein thrombosis and pulmonary embolism while on anticoagulation medication had a vena cava filter deployed. Approximately one day post filter deployment, the patient experienced pain and bleeding from the catheterization site. A right lower extremity duplex scan was performed which revealed a hematoma overlying the femoral vessels. Approximately four days post filter deployment, the patient had a right lower extremity duplex scan which noted worsening groin hematoma. This was a complication that the patient had which required nine units of blood transfusion. However, the patient became stable after the transfusions. Approximately ten days post hospital admission, the patient was discharged. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately one day post filter deployment, a right lower extremity duplex scan was performed which revealed a hematoma overlying the femoral vessels. Approximately four days post filter deployment, the patient had a right lower extremity duplex scan which noted worsening groin hematoma. This was a complication that the patient had which required nine units of blood transfusion. Therefore, based on the provided medical records, it can be confirmed that patient experienced a hematoma at the access site which required medical intervention for treatment. However, there was no deficiency with the filter identified in the medical records. Per the provided medical records, the patient was morbidly obese. Per the instructions for use (IFU), ""the safety and effectiveness of this device has not been established for morbidly obese patients." Therefore, it is possible that patient and/or procedural factors may have contributed to the reported event. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: precautions: the safety and effectiveness of this device has not been established for morbidly obese patients. Potential complications: hematoma or nerve injury at the puncture site or subsequent retrieval site.

Event description:
Medical records were received through the litigation process. A vena cava filter was placed for recurrent deep vein thrombosis and pulmonary embolism while on anticoagulation. Approximately one day post filter deployment, the patient developed a massive hematoma of the right thigh requiring nine units of blood transfusion. The hematoma did not worsen and the patient became stable after the transfusions.

Manufacturer narrative:
No medical images have been made available to the manufacturer. Medical records were provided and reviewed. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical record review: a hospitalized morbidly obese patient with recurrent deep vein thrombosis and pulmonary embolism while on anticoagulation medication had a vena cava filter deployed. Approximately one day post filter deployment, the patient experienced pain and bleeding from the catheterization site. A right lower extremity duplex scan was performed which revealed a hematoma overlying the femoral vessels. Approximately four days post filter deployment, the patient had a right lower extremity duplex scan which noted worsening groin hematoma. This was a complication that the patient had which required nine units of blood transfusion. However, the patient became stable after the transfusions. Approximately ten days post hospital admission, the patient was discharged. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Medical records were received through the litigation process. A vena cava filter was placed for recurrent deep vein thrombosis and pulmonary embolism while on anticoagulation. Approximately one day post filter deployment, the patient developed a massive hematoma of the right thigh requiring nine units of blood transfusion. The hematoma did not worsen and the patient became stable after the transfusions.